Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture due to a dislodgement. The patient noted that the dislodgement was confirmed via x-ray and that he underwent surgical intervention where they repositioned the lead. The rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.